Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. During hospitalization for another indication, the patient experienced peritonitis manifested by vomiting and sharp pain in stomach. It was not reported whether the length of the hospital stay was extended due to the peritonitis event. On the same day as onset, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency, route, not reported) for 14 days. At the time of this report, it was reported that the patient was still taking the antibiotics, however, the peritonitis infection was mostly gone. The action taken with the dianeal and extraneal was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.